Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws.â â  legal manufacturer: (B)(4).

Manufacturer narrative:
Per additional info received the loss of ventilation mode was caused by the use of an incorrect cuff on the intubation tube. This is a use error and not a reportable malfunction.